Event description:
As reported by the user facility: valve leaking, infusion of chemo (5-fu) - patient experienced minor skin inrritation (slightly pink. Disappeared by the next day. Additional information received from the facility indicated that the patient suffered no additional adverse sequela associated with this event. It has been reported it is difficult to get a tight fitting at the connection of the valve to the mating curlin tubing. The sample is available and will be sent for evaluation.

Manufacturer narrative:
The actual device has not yet been received for the manufacturer to evaluate. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. If the actual device is received, a follow-up report will be filed.